Event description:
The customer reported the msiii failed on a pt during a code. The customer stated that epinephrine, amiodarone and propofol were infusing when the failure occurred. He also stated that a watchdog error 30 was found in the event longs for the time of the event and that two previous watchdog error 30 entries were logged, (B)(6) 2012. The customer reported that the pt outcome is unk, need for medical intervention is unk and that it was not a sentinel event. Although requested, no add'l pt or event details provided.

Manufacturer narrative:
(B)(4). The device has been rec'd and the evaluation is pending. A follow up report will be submitted with evaluation results once the evaluation has been completed.